Event description:
It is reported that the articular surface would not lock into place. The surgery was completed with another articular surface. No harm to pt.

Manufacturer narrative:
Evaluation summary: an evaluation of the device concluded that one or both sides of the inner dovetail lips are compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. Dimensional readings are conforming to print specifications. The manufacturing records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification.